Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements over a year's time. The clinician noted an alert from the remote home monitoring system showing high out of range shock impedance measurements nine months earlier. It was noted that one year ago the shock impedance measurements were between 100 to 120 ohms and now are currently between 130 to 150 ohms. Boston scientific technical services (ts) was consulted and suggested checking values in different vectors along with performing a commanded 41 joule shock. Ts further observed p waves on the shock channel. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements over a year's time. The clinician noted an alert from the remote home monitoring system showing high out of range shock impedance measurements nine months earlier. It was noted that one year ago the shock impedance measurements were between 100 to 120 ohms and now are currently between 130 to 150 ohms. Boston scientific technical services (ts) was consulted and suggested checking values in different vectors along with performing a commanded 41 joule shock. Ts further observed p waves on the shock channel. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements over a year's time. The clinician noted an alert from the remote home monitoring system showing high out of range shock impedance measurements nine months earlier. It was noted that one year ago the shock impedance measurements were between 100 to 120 ohms and now are currently between 130 to 150 ohms. Boston scientific technical services (ts) was consulted and suggested checking values in different vectors along with performing a commanded 41 joule shock. Ts further observed p waves on the shock channel. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent defibrillation threshold (dft) testing where a 21 joule shock was unsuccessful and the second shock was diverted. Two 41 joule shocks were administered but did not convert the arrhythmia. It was noted that the impedance measurements did not change when different vectors were programmed. The patient was sent home and asked to follow up with his physician's office in a few weeks to determine further action. At this time the ICD and rv lead remain in service and no additional adverse patient effects were reported. Additional information was received from a third party vendor that the ICD was explanted and replaced with another manufacturer's device three months earlier. The rv lead status was unknown by the third party vendor. The field representative obtained additional information from the clinic indicating that the entire ICD system was explanted three months earlier and replaced with another manufacturer's ICD system. A rv lead fracture was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements over a year's time. The clinician noted an alert from the remote home monitoring system showing high out of range shock impedance measurements nine months earlier. It was noted that one year ago the shock impedance measurements were between 100 to 120 ohms and now are currently between 130 to 150 ohms. Boston scientific technical services (ts) was consulted and suggested checking values in different vectors along with performing a commanded 41 joule shock. Ts further observed p waves on the shock channel. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent defibrillation threshold (dft) testing where a 21 joule shock was unsuccessful and the second shock was diverted. Two 41 joule shocks were administered but did not convert the arrhythmia. It was noted that the impedance measurements did not change when different vectors were programmed. The patient was sent home and asked to follow up with his physician's office in a few weeks to determine further action. At this time the ICD and rv lead remain in service and no additional adverse patient effects were reported. Additional information was received from a third party vendor that the ICD was explanted and replaced with another manufacturer's device three months earlier. The rv lead status was unknown by the third party vendor. The field representative obtained additional information from the clinic indicating that the entire ICD system was explanted three months earlier and replaced with another manufacturer's ICD system. A rv lead fracture was suspected. No additional adverse patient effects were reported. Additional information was reported that during a retrospective review of device data it was identified that when the device was implanted, during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms.

Manufacturer narrative:
Additional review of the data available occurred. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Analysis of the available information was unable to determine a specific reason for the impedance issues observed. It was concluded that unknown factors contributed to the high out of range shock impedances observed in the field. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements over a year's time. The clinician noted an alert from the remote home monitoring system showing high out of range shock impedance measurements nine months earlier. It was noted that one year ago the shock impedance measurements were between 100 to 120 ohms and now are currently between 130 to 150 ohms. Boston scientific technical services (ts) was consulted and suggested checking values in different vectors along with performing a commanded 41 joule shock. Ts further observed p waves on the shock channel. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent defibrillation threshold (dft) testing where a 21 joule shock was unsuccessful and the second shock was diverted. Two 41 joule shocks were administered but did not convert the arrhythmia. It was noted that the impedance measurements did not change when different vectors were programmed. The patient was sent home and asked to follow up with his physician's office in a few weeks to determine further action. At this time the ICD and rv lead remain in service and no additional adverse patient effects were reported. Additional information was received from a third party vendor that the ICD was explanted and replaced with another manufacturer's device three months earlier. The rv lead status was unknown by the third party vendor. The field representative obtained additional information from the clinic indicating that the entire ICD system was explanted three months earlier and replaced with another manufacturer's ICD system. A rv lead fracture was suspected. No additional adverse patient effects were reported. Additional information was reported that during a retrospective review of device data it was identified that when the device was implanted, during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements over a year's time. The clinician noted an alert from the remote home monitoring system showing high out of range shock impedance measurements nine months earlier. It was noted that one year ago the shock impedance measurements were between 100 to 120 ohms and now are currently between 130 to 150 ohms. Boston scientific technical services (ts) was consulted and suggested checking values in different vectors along with performing a commanded 41 joule shock. Ts further observed p waves on the shock channel. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent defibrillation threshold (dft) testing where a 21 joule shock was unsuccessful and the second shock was diverted. Two 41 joule shocks were administered but did not convert the arrhythmia. It was noted that the impedance measurements did not change when different vectors were programmed. The patient was sent home and asked to follow up with his physician's office in a few weeks to determine further action. At this time the ICD and rv lead remain in service and no additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.